Manufacturer narrative:
It was reported that no air flow was coming out of the device. Further review of the diagnostic report (drpt) determined that the error, "alarm message: low leak-co2 rebreathing risk" (diagnostic code 1203), had occurred. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered flow sensor assembly replacement aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
It was reported that no air flow was coming out of the device. Further review of the diagnostic report (drpt) determined that the error, "alarm message: low leak-co2 rebreathing risk" (diagnostic code 1203), had occurred. A field service engineer (fse) went onsite and replaced the flow sensor assembly to resolve the reported issue. The fse replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that no air flow was coming out the device. It was reported there was no patient involvement at the time the issue was discovered. It was reported that no air flow was coming out of the device. Further review of the diagnostic report (drpt) determined that the error, "alarm message: low leak-co2 rebreathing risk" (diagnostic code 1203), had occurred. The investigation is ongoing.

Manufacturer narrative:
The removed flow sensor assembly was returned to the product investigation lab (pil). Pil was unable to duplicate the co2 rebreathing risk error mentioned in the complaint.